Manufacturer narrative:
This ICD was disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the associated right ventricular (rv) lead dislodged. An x-ray was performed, and it was observed the proximal coil of this rv lead had dislodged into the subclavian vein, and the lead tip was near the valve. When the physician opened the device pocket, it was observed the lead dislodgment was caused by twiddler's syndrome. A pocket infection was also observed, so the physician elected to explant this implantable cardioverter defibrillator (ICD), and associated rv lead. There were no additional patient effects reported.